Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that at the end of the procedure when they removed the smarttouch catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve on the sheath was leaking. Additional information was received. The hemostatic valve leaked. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient, but the leaking wasn¿t observed until catheters were being removed at the end of the case. No patient consequences. No treatment required. The approximate volume of blood that was lost was negligible. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 28-apr-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002192 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).